Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The cause was unknown. Reportedly, the customer changed out their infusion set and cartridge, and a correction injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.